Event description:
Original report from idtf: 2.4 inr on multiple tests with protime system vs. A 3.04 - 3.5 inr with unspecified lab system. Patient therapeutic inr range: 3.0 - 3.5. No report of adverse event, serious injury, or interventions.

Event description:
It was reported that the device was explanted after implant duration of zero days. It was learned that the reason for explant was due to an unsuccessful ring repair. Per the operative report: "a wedge resection of part of p1 and the adjacent p2 was done and a #36 cosgrove annuloplasty band was placed. Because of systolic anterior motion, the patient was placed back on bypass, and the height of the repair was reduced. A small tear was repaired, and the annuloplasty band was removed."

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), the operative report was received. A device history record review is in process. Device not returned.